Manufacturer narrative:
An event of the device not laying flat was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, a 30mm amplatzer cribriform occluder was selected for implant. After deployment the disc was "covered." The disc was not flat. The physician decided to removed and exchange the device for a 25mm amplatzer cribriform occluder. There is no confirmation of a mis sizing. The patient was reported to be in stable condition.